Manufacturer narrative:
Results: the ace 68 was fractured approximately 95.5cm from the hub. Conclusions: evaluation of the returned ace68 revealed a fractured device. If the device is forcefully mishandled at extreme angles during removal from the packaging, damage such as a kink may occur. Based on the reported complaint, the fracture is likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that a penumbra system ace 68 reperfusion catheter (ace68) was kinked at the proximal shaft upon removal from the packaging. The damaged ace68 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new ace68.